Manufacturer narrative:
E1: patient city: bucuresti. Patient country: romania. Zip: 052327. Name: medtronic minimed. Address: 18000 devonshire street. City: northridge. State: california. Zip: code 91325. Based on the available information, this event is deemed to be a reportable malfunction. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient faced insulin flow alarm event on 13 apr 2026. Patient reported insulin doesn¿t exits the tubing with plunger push confirming blockage is in the tubing.